Manufacturer narrative:
Product analysis: the stent was not present on the balloon however; the stent did return for analysis. Deformation was evident to the stent with struts stretched and bunched. Biologics were evident on the stent. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, the stent dislodged in vivo during delivery through the vessel. The dislodged stent was retrieved from the patient using a snare. The device was inspected prior to use with no issues noted. The device was not kinked and restraightened during use. No further patient complications have been reported as a result of this event.